Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a successful trial.

Event description:
It was reported that the health care provider (hcp) had trouble advancing the straight stylet of the needle into the lead on the back table of the operating room. It reportedly got ¿hung up¿ and would not advance. It was noted that had bent the straight stylet. The hcp had first tried to use the 0.3mm straight stylet, then tried to use the 0.25mm straight stylet, but neither stylet would advance. The lead was never implanted in the patient and a different lead was used. There were no patient symptoms reported associated with this event. Additional information has been requested but was not available as of the date of this report.